Event description:
Reportedly, the pt expired in 2007, after 2 days of implant duration as per call from spouse due to unk reasons. No further info has been received on this pt and/or device. Please reference device 6900ptfx, size 27, replacement heart valve, MFR report # 6000002-2008-08331, also implanted in pt. Also reference device 3000tfx, size 21, replacement heart valve, MFR report # 600002-2008-08333.

Manufacturer narrative:
Device not returned.